Event description:
Five hours after a biliary stenting treatment procedure, the physician rechecked the status of the stent by contrast injeciton and found that the proximal part of the stent strut was extruding out of the normal anatomy of the common bile duct. After 24 hours, the patient developed a fever and bile leakage. Five days later, the symptoms resolved and the patient underwent further investigation.